Event description:
It was reported that the device and right ventricular (rv) lead were undersensing r-waves. The device measured r-waves range from 2.0-2.8 mv and bipolar sensing threshold reduced to 1.0mv. Sensitivity was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.